Event description:
Customer wrote a letter indicated after a left knee replacement in 2010, the pt has recently seen doctor due to swelling around the knee and pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's swelling and pain.